Event description:
Indication: selective deficiency of immunoglobuling [lgg] subclasses. Unsolicited communication from the patient. Patient reported that her freedom 60 pump is not working. When the patient tried to start her infusion the 50/gml syringe which contained hizentra jumped out of pump. When the patient tried put the syringe back into the pump, the turning knob was not working. Patient had been trying to trouble shoot with the pump for about 3-4 hours. Patient reported hizentra dose was missed/wasted due to pump failure. Pt did not report any adverse events due to defective device. Defective device is available for return to the manufacturer. Product lot number is unknown. No additional information available. Reported to (B)(6) by pt/caregiver.